Manufacturer narrative:
(B)(4). Date sent to FDA: 07/10/2020. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How are you currently feeling? Have you received any medical or surgical intervention for the adverse events you are experiencing? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient reported experiencing extreme pain, infections, kidneys, bladder, nerve pain, utis, kidney infections, vaginal bleeding, pain in abdomen and sepsis within first few weeks into getting mesh. The patient also reported pain inside vagina, vaginal scarring, inability to have intercourse with partner and mesh sticking out of the left vaginal wall. Additionally, the patient reported teeth are breaking and autoimmune disease. Additional information has been requested.